Event description:
The rptr stated that he had a meter to hcp meter comparison test. The tests were done in a fed state, side by side, just minutes apart and used separate finger sticks. The rptr's meter reading was 266 mg/dl, while his diabetes educator's meter (accucheck) result was 70 mg/dl. The rptr did not have any symptoms. Upon follow up, the rptr stated that he had been using test strips that had been opened longer than four months. Using new strips and control solution, he received readings that were in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8